Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve, was explanted after an implant duration of two (2) years, nine (9) months due to unknown reason. The explanted valve was replaced with another 25mm 11500a valve. The patient was noted to be in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve, was explanted after an implant duration of two (2) years, nine (9) months due to endocarditis, and vegetations. The explanted valve was replaced with another 25mm 11500a valve. The patient was noted to be in recovery. Per the medical records, the patient presented with aortic valve endocarditis. The patient underwent a redo avr. The valve was inspected and there were multiple vegetations on the leaflets of the aortic valve. The valve was removed and replaced with another 25mm 11500a valve. The valve was seated into position. Post-implantation tee shows no paravalvular leak. The patient tolerated the procedure well and was transferred to the hvi hficu in stable condition.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.